Manufacturer narrative:
Additional information: this supplemental is to report that (B)(4) was added.

Event description:
It was reported that bd precisionglide¿ needles were received and had a label that indicates reference number (B)(4), but the product order is reference number (B)(4).

Manufacturer narrative:
H.6. Investigation summary: one photo was provided for evaluation. It shows four shelf boxes. The labels have the incorrect catalog number on the linear barcode therefore failure mode is verified. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. This is the 3rd complaint for the lot # 8088580 for the same defect or symptom.

Event description:
It was reported that bd precisionglide¿ needles were received and had a label that indicates reference number 305196, but the product order is reference number 305111.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles were received and had a label that indicates reference number (B)(4), but the product order is reference number (B)(4).